Event description:
Info rec'd from foreign affiliate. They were contacted by an ophthalmologist (ecp) regarding a pt who developed corneal ulcers in both eyes. This MDR is to document the corneal ulcer in the pt's right eye. The reporting ecp said the pt purchased the acuvue 2 lenses in a general merchandising store. The pt reportedly wore the lenses for long hours during the day and sometimes wore the lenses for 3 weeks instead of the recommended 2 week interval. The pt also occasionally slept in the lenses. The pt used multipurpose contact lens solution, but the ecp did not know what brand was used. The pt reportedly did not have a good knowledge of contact lens care according to the ecp. The pt initially presented to an ecp in mid 2007, with pain, itching, watering, redness and discharge in both eyes. The initial care consisted of "sodium hyaluronate eye drops 8 times a day, possibly a "quinolon" antibiotic by the first ecp according to the second ecp and discontinuation of contact lens wear. The pt reportedly continued to wear contact lenses after being told to discontinue lens wear. The pt went to the reporting ecp in 2007. The reporting ecp said the pt presented with diffuse corneal opacities that were diagnosed as "contact lens induced keratopathy, corneal ulcers in both eyes". They were in the peripheral as well as central areas of both the left and right corneas. The ecp said the corneal ulcers were non-infectious and were "induced by lack of oxygen." The pt is being treated with an "ointment", sodium hyaluronate eye drops and soft santear, an artificial tear prescribed due to an atopic condition. The reporting ecp did not prescribe antibiotic eye drops. The name of the prescribed "ointment" was not provided by the ecp. The pt is currently being treated with pressure patches on both eyes. The corrected visual acuity in the pt's right eye was as follows: in 2007 20/400; the following month, 20/400; seven days later, 20/333 and in 2007, 20/67. The pt's contact lenses and lot # were requested for eval, the pt reportedly discarded the prod. No add'l info is available at this time.